Event description:
During eval, the force sensor assembly was found to be damaged.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a damaged force sensor assembly, and 'no prime' warnings were confirmed in the pump history.